Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient claimed her lead eroded through the skin. It was unclear which lead had eroded. The patient also developed an infection. Prophylactic treatment was administered and the patient's leads were explanted on (B)(6) 2012.